Event description:
On (B)(6) 2013, the lay user/patient¿s wife (reporter) contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to the patient¿s feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 (between 8:30pm-9pm). The patient reportedly had obtained a blood glucose reading of ¿292 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self adjuster) and in response to the reported result the patient reportedly administered his usual dose of medication (6 units novolin r, 10 units novolin n) soon afterwards. According to the csr¿s documentation, as a result of the alleged issue the patient reportedly developed a symptom (associated with low blood glucose) of sweating approximately at 4am (on (B)(6)) and was administered treatment (by the reporter) of food and/or drink. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.